Manufacturer narrative:
Analysis of the ins (serial# (B)(4)) found that the ins battery reached normal end of life. The returned device was subjected to a series of standard tests that include, but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the ins is at normal end of life. The elective replacement indicator (eri) or end of service (eos) indicator was set. Concomitant medical products: product ID: 3487a-33, lot#: v137275, product type: lead. Other relevant device(s) are: product ID: 3487a-33, serial/lot #: (B)(4), ubd: 19-jul-2012, UDI#: (B)(4). Analysis of the lead (lot#: v137275), found that the number three conductor was broken 2.5 cm from the proximal end and the number three conductor was broken 7.2 cm from the distal end. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for migraines. It was reported that the patient was getting the ins replaced due to normal battery depletion. It was noted that the ins quit 'working' within the last year. The patient complained about the cost of a new ins, and was directed to their hcp. No patient complications/symptoms were reported. The manufacture representative (rep) submitted the return paperwork for the components to be returned for analysis. No further complications were reported/are anticipated.